Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed one instance of iipv (increased intra-peritoneal volume). The cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) alarm log. On (B)(6) 2010, the drain volume was 3834ml during cycle 5.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.